Manufacturer narrative:
Additional information is anticipated. When our investigation is complete, a supplemental report will be submitted.

Event description:
According to the initial information received, two 16mm and 14mm amplatzer vascular plugs ii (avp2) were implanted in the right subclavian vein (16mm proximal, 14mm distal) on (B)(6), 2011. Both devices were deployed and stop-flow was verified. On (B)(6), 2011, it was reported that the 16mm avp2 migrated into the aorta and would need to be explanted. It was also reported that the patient had been coughing and experiencing lower left ischemia but was stable. Anti-coagulants were administered in preparation for explant on (B)(6), 2011. On (B)(6), 2011, the patient was coughing again causing his sutures to "pop" so the patient was going to be admitted for another surgery.

Manufacturer narrative:
The amplatzer vascular plug ii was returned to aga medical bloody with tissue growth within the device. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device could not be functionally tested due to tissue ingrowth. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (feb-2016). Review of the medical records and images (ultrasound, CT scans) by aga's medical consultant resulted in the following findings: the patient had an anomalous right subclavian artery and common brachiocephalic trunk as seen by CT. A carotid-to-rsa shunt was performed by the surgeons in preparation to occlude the anomalous rsa. Occlusion of the rsa utilized two (avp ii) plugs, one proximal to the vertebral artery and the other at the origin of anomalous rsa from the aorta. The patient returned one week later and a CT revealed the avpii had embolized into the descending aorta (dao) and the infra-renal portion of the dao was partially obstructed by the 16mm avpii. The patient underwent an exploratory laparotomy and removal of the avpii and thrombo-embolectomy was performed of the left femoral artery. It was believed that a thrombosis of the dao occurred when the aorta became partially obstructed by the avpii. The CT showed the avpii in the distal rsa but proximal to the vertebral artery. The vertebral artery was patent. The surgically created shunt from the carotid to the rsa was occluded. Therefore, the patient's right arm was being supplied by the vertebral artery. This patient may experience vertebral steal syndrome. According to aga's medical consultant the following conclusions was drawn: the avpii embolized due to improper placement.